Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the inspection is traced to component failure due to stress or other external factors. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation of the ultrasound gastrovideoscope, the pink rubber coating is chipped at the edge of the tip ultrasound probe. There was no patient involovement.